Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the leadless implantable pulse generator (ipg) exhibited possible no capture. Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.